Event description:
Per interventional radiologist: the embolization coil malfunctioned and detached prematurely while I was looping the coil (defective unite as the detacher was not used), many attempts were unsuccessfully made to snare the coil back. Eventually patient was taken for cta (computed tomography angiography) abdomen that showed the coil in the splenic artery with the end part in the celiac ostium without obvious aortic involvement. Patient requires repeat CT angiograms due to the malfunctioned embolization coil.